Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the united states of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. The following was reported during a call with baxter customer services. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient recovered. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12a02018 and h12c30049. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.